Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient reported the following discrepancy: cgm reading at 200 mg/dl and blood glucose meter at 101 mg/dl. The patient reported no use of acetaminophen at the time and indicated that readings correct when the cgm is calibrated. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.